Event description:
Event occurred in spain. It was reported that the patient experienced six events where infusion set fell off during use on(B)(6) 2026, (B)(6) 2026, (B)(6) 2026, (B)(6) 2026. The infusion set were used for one to two days.

Manufacturer narrative:
MDR 3003442380-2026-51696 / initial 4 of 6 e1:name tandem. Street 11045 roselle street. Line 2 suite 200. City san diego. State ca. Zip code 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.